Event description:
Customer called to report a clear leak under solenoid 93 of the coulter lh750 hematology analyzer. Approximately 3 cubic centimeters leaked over the drip tray and onto the counter. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting the issue. The cts instructed customer to power off the instrument until the field service engineer (fse) arrived onsite. However, customer insisted on running and reporting patient samples on this instrument because the back-up instrument was not functioning. Customer indicated that startup, latron controls, and retic controls recovered well within specifications and that there was no affect to patient samples due to the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The fse inspected the instrument and found a leak coming from shear valve 93. The fse replaced the random access module to address the issue, after which the system was verified with startup, controls and samples. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).